Manufacturer narrative:
No report of patient involvement. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The bellows was replaced and the pop off valve was cleaned.

Event description:
The hospital reported the bellows would not deflate. There was no report of patient involvement.